Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU, ¿introduction¿, also addresses all pump parameters. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. In reference to pulsatility index (pi), section 1 and section 4 of the IFU state that ¿pi calculation represents cardiac pulsatility and pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e. The pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (i.e. The pump is providing greater support and further unloading the ventricle)¿. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that submitted log files appeared to capture a driveline disconnection on (B)(6) 2024. The disconnection was due to a withdrawal of care at the request of the patient's family. The patient had multiple readmissions for multiple co-morbidities including non-small cell lung adenocarcinoma, chronic hyponatremia, nausea, vomiting, failure to thrive/malnutrition, and dehydration, and a recent fall that caused a hip fracture (believed to be due to dehydration/malnutrition). The patient was not a surgical, radiation, or chemotherapy candidate. The patient was on antiemetics and had a gastrojejunostomy (gj) tube for bolus feedings, and later continuous feedings, along with free water boluses, and the patient frequently refused feeding and fluids due to discomfort. On admission the patient was given intravenous (IV) fluids but would continue to refuse any oral fluids or any other enteral intake. The patient passed away on (B)(6) 2024. The official cause of death was unknown, as the patient died at home. The death was not considered device related, and the device was noted to have operated as expected. No autopsy was performed, and the pump was not returned.